Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose at the time of event was in range of 500 mg/dl. The customer stated insulin pump was damage, a part brake off and had to it glue back. It was unknown if the customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further complications were reported. Troubleshooting was not performed and the customer will discontinue use of the device. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.